Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented after receiving a notifier due to non-sustained right ventricular oversensing. The patient presented in clinic the following day and it was noted that the cardiac resynchronization therapy defibrillator exhibited post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was stable throughout the device interrogation and will continue to be monitored.